Event description:
It was reported that patient died. The target lesion was located in the coronary artery. An opticross catheter was selected for use to view the target lesion. During the procedure, the patient experienced bradycardia for 30 beats per minutes. While the revision of the stent with ivus was performed, bradycardia and sinus pause occurred. The physician conducted cardiopulmonary resuscitation (CPR), but the patient died due to the complex of state health. The cause of death was respiratory cardiac arrest. It was noted by the nurse and physician that this was a medical condition that presented acutely, associated with its underlying disease and the stress of the procedure. The patient had already undergone a previous percutaneous coronary intervention (pci) and this time it was treated as a chronic occlusion, in the second intervention. The physician does not attribute the consequence to the supplies used in the procedure.